Manufacturer narrative:
The complaint device was discarded by the user facility, also, they could not provide the device lot number, both of which preclude conducting an evaluation and a lot review. Despite due diligence in trying to acquire more detail, the language & cultural barriers cloud clarity. We do know that some portion of the device fell into a body, we do know that the fragment was retrieved, and, we know that there was no pt consequences. We cannot discern a root cause to thos reported failure mode. At this point in time no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate reports that during an arthroscopic shoulder repair, a portion of the distal end of the inserter broke off into the pt's joint space. The fragment was retrieved from the body, and, another same type device was used to complete the repair without further incident or harm to the pt.